Event description:
It was reported that the patient presented for a routine device change out. An alert message for hv circuit damage was noted. It was noted that the patient may not have been followed closely. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of an output circuit damage alert was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the reported field event could not be determined.